Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white crystallized contamination and was likely simethicone- however, the material was unable to be further specified. Moreover, no damage/deformation was observed where the foreign material remained. It was presumed that foreign material may have remained since handling by the user deviated from the instruction manual. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection shows how to detect the event. The following instruction manual shows how to prevent the event. Gif/cf/pcf-290 series operation manual chapter 4 operation/ 4.2 insertion/ air/water feeding and suction/ air/water feeding:nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found light cover glasses adhesive worn out. Distal end adhesive worn out. Optical cover glass adhesive worn out. Distal end adhesive worn out. Control body air/water housing colored ring worn, aspiration housing colored ring worn, identity badge missing. Switch condition- hole in the button, image is out of alignment. Upward, downward, left and right angle not to specification. Up/down angle play failed. Left/right angle play failed. Water removal not to specification. Electrical safety test not to specification and automated air leak test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had image issues. The issue was found during maintenance . Inspection and testing of the returned device found white crystallized contamination in the auxiliary water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.